Manufacturer narrative:
(B)(4). Batch: r94h7n. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return?

Event description:
It was reported that during an unknown procedure, blade stopped during firing. The surgeon checked the cartridge, and found out the cartridge was slightly bent. He removed the cartridge through manual override handle. He tried with another staple body but it stopped again, as there were few staples left in the tissue. So the surgeon did hand suturing instead. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch: r59w0n. Investigation summary: the analysis results found that one psee45a device was returned with the firing mechanism jammed. An ecr45m reload not loaded on the device. The reload was received partially fired 1/10. After further analysis it was noted that the knife had buckled. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage to the knife and is consistent with the device being clamped over an excess of tissue. If enough force is applied to the firing trigger the knife will buckle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.